Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 60x55 mm diameter abdominal aortic aneurysm. The aortic neck was 20, 19, 17, 19 mm in diameter from proximal to distal with a length of 24 mm and 15 degree lao, and 30 degree cra angulation. It was reported that a follow CT was done one day post implant. The patient¿s creatinine level was found to have increased on the day after the procedure. The plain CT scan showed that the endurant stent graft seemed to cover the left renal artery. A dsa was taken by angiography and the left renal artery was not found and occlusion was noted. An attempt was continuously made to perform percutaneous transluminal renal angioplasty (ptra), but it failed. Per the physician cause of the occlusion was user error. As the proximal end of the bifurcated stent graft was deployed, (3-stent lengths were deployed, and the suprarenal stent was deployed). Then the main body was pushed up for deployment to follow the bending portion. At that time, there was a possibility that the proximal end of main body might have moved upward and might have led to the occlusion of left renal artery. The decision was made to monitor the patient and the creatinine value went back to normal level without additional treatment.

Manufacturer narrative:
Product analysis results are: the exact cause of the inaccurate delivery leading to left renal occlusion and increase in creatinine could not be conclusively determined from the single pre-implant 3d image provided. Films during the implant procedure and post implant films were not provided. The pre-implant 3d image showed that proximal aortic neck was severely angulated, measured ~90 deg, r-l, relative to the aaa. It is possible that implanting the bifurcate stent graft in a severely angulated aortic neck may have contributed to the events. Operator's technique of repositioning the stent graft after suprarenal stent has already been deployed during the implant procedure may have contributed. Failure to follow instructions (repositioned after supra renal stents were deployed).

Manufacturer narrative:
Corrected information: sex, no eval explain code. If information is provided in the future, a supplemental report will be issued.